Event description:
The customer reported that after the upgrade, it was observed that the "more" button is missing which enables the lvi screen to display long setup notes. There was no report of injury to the pt and no pt data was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.